Event description:
Patient was having her device investigated in surgery because of the impedance on her 37800 serial number: (B)(6). On 5/15 dr.(B)(6) called me to let me know that the set screw were loose. She said they were so loose that she made a full turn of wrench to retighten the set screws. She was concerned about the same issue happen again, so she replaced the device. The device which was replaced will be sent in for analysis. The replacement devices serial number is: (B)(6). Had to have surgery to replace the device.